Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed using a watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds). The transseptal puncture (tsp) was performed at a mid-mid location using the versacross system. A contrast injection was performed without a pigtail catheter in place. The physician attempted device placement twice with the 27mm wds, with full recapture following each attempt. The wds was then exchanged for a smaller 24mm device. Four additional placement attempts were made with the 24mm wds, all requiring full recapture, with no successful deployment achieved. While evaluating alternative transseptal approaches, a pericardial effusion was noted. The physician elected to abort the procedure, and an interventional cardiologist performed a pericardiocentesis removing 250-300cc of fluid to treat the effusion. The patient was admitted overnight for monitoring. The cause of the effusion was unknown. No further complications occurred.

Event description:
It was reported a pericardial effusion occurred.a left atrial appendage closure (laac) procedure was being performed using a watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds). The transseptal puncture (tsp) was performed at a mid-mid location using the versacross system. A contrast injection was performed without a pigtail catheter in place. The physician attempted device placement twice with the 27mm wds, with full recapture following each attempt. The wds was then exchanged for a smaller 24mm device. Four additional placement attempts were made with the 24mm wds, all requiring full recapture, with no successful deployment achieved. While evaluating alternative transseptal approaches, a pericardial effusion was noted. The physician elected to abort the procedure, and an interventional cardiologist performed a pericardiocentesis removing 250-300cc of fluid to treat the effusion. The patient was admitted overnight for monitoring. The cause of the effusion was unknown. No further complications occurred.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.